Event description:
Customer reportedly obtained the following results on the aviva system: 9:57pm-592 mg/dl; 9:59pm-479 mg/dl; 10:01pm-342 mg/dl; 10:03pm-186 mg/dl; 10:04pm-133 mg/dl; 10:06pm-417 mg/dl; 10:09pm-169 mg/dl; 10:11pm-167 mg/dl; 10:12pm-170 mg/dl; 10:16pm-159 mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement sent.